Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem, unk glenoid head, unk poly liner. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01998, 0001825034-2019-03194, 0001825034-2019-03198. Product not returned.

Event description:
It was reported that a patient underwent shoulder arthroplasty on an unknown date. Subsequently, the patient was revised due to infection. Attempts have been made and no further information has been provided. No additional patient consequences were reported.